Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was 437 mg/dl. Customer mentioned the issue was resolved by a complete set change. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.